Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 320mg/dl, with abdominal pain, and polydipsia, associated with an alleged power issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump had intermittent power, a cracked battery compartment, and moisture in the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, corrosion was found in the battery compartment. The battery compartment was cracked above and below the bumper pad. The battery cap was not returned. A test battery cap was able to attach to the pump. The pump had no auditory and no vibratory features, the display screen remained blank. The attempt to download the pump history and black box data was unsuccessful. A leak test failed with a battery compartment leak. The pump cover was removed to find no further evidence of internal moisture was found on the printed circuit board or internal components. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.